Manufacturer narrative:
This lead was repositioned successfully. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead exhibited symptoms of twiddler's syndrome, resulting in retraction of the lead helix. There were no adverse patient effects reported.